Event description:
A malfunction alarm, identified as "malf 12," was reported by the customer. Despite the malfunction, there was no adverse impact on the customer's blood glucose level. The customer had not previously attempted to reset the pump, so technical support provided pump reset information and assisted in resetting it. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction reappeared and acknowledged this instruction.